Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that they had experienced at least two over discharges and was scheduled for battery replacement. The por/no therapy/ins depleting faster was due to too many over discharges and compliance issues charging. The cause of the ins battery depleting faster than usual was multiple over discharges, and the cause of the por was compliance.

Event description:
Additional information was received. It was reported that the ins replacement resolved the reported issues.

Manufacturer narrative:
Continuation of d10: product ID: 37751; lot#serial#: (B)(6); product type: recharger; product ID: 37092: product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported the replacement occurred on (B)(6) 2021 and the patient had post op scheduled on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6) and product type: recharger. Product ID: 37092, serial# unknown, and product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger, product ID 37092, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the internal neurostimulator (ins). The patient reported the recharger (insr) was not holding a charge and they were unable to communicate with ins. They stated its been about 2-3 months- confirmed in 2020. They confirmed the desktop charger connector pin looked straight but when the connector pin is plugged in it felt loose in the insr. They stated the insr battery will fill to full, but would deplete and indicate it needed to be charged after a few minutes. They reported there were no falls/trauma. They mentioned the therapy works really well for him, he didn't like the stimulation sensation but really liked the hd settings so he didn't feel the stimulation but got good relief. They stated since he isn't able to charge his stimulator, it "getting difficult to function without" the therapy. The patient mentioned he sent a message to his health care professional (hcp) already. They were sent an insr replacement, reviewed the rep's role and they were redirected to to their hcp. The patient reported they were unable to communication with his stimulator. They stated this began today. They confirmed seeing 'rep osition antenna' on his insr and poor communication on his programmer. They implied his last charge was recently but did not give an exact date. They stated when he was first implanted he would charge about every 1.5 weeks, then was about a week when he had to turn stimulation up, then he was changed to hd settings so he had to charge every couple days. They stated now he was checking his stimulator daily and charging as needed. They stated he would charge to full. They stated maybe the last couple of months he noticed the stimulator was depleting faster and faster/faster than usual. They tried to do a 60 minute countdown today but it didn't work. They don't believe there were any other instances of the prm/od besides this one and one prior (previous od already reported). They reported there had been no falls or trauma. They stated that the programmer antenna was damaged where the cord connects to the paddle. They were sent a replacement programmer antenna. Additional information was reported from the patient on (B)(6) 2021. They stated they were seeing a warning power on reset (por) message on their external equipment. They reported that the ins was not giving him therapy so his "pain bothered him a lot". They stated that he tried to schedule an appt. To meet with the hcp to address the issues, but hasn't heard anything back from the hcp. Information was reviewed with the patient about the por and they were redirected to the hcp. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They mentioned the patient had been charging the ins for approximately 2 hours when the warning por message appeared. The patient called back on 02-04 called back and stated that he and the hcp still haven't heard anything from the rep. They sent another message to the field. The rep email that today ((B)(6) 2021) was the first they had heard about this patients request. Before seeing this email, they had already spoken with the patient and physician regarding his issues. Their doctor has referred him to another doctor/neuro surgeon that will scheduled a battery replacement. His battery was 8 years old and he has had an overdischarge in the past. We replaced his charger and antenna however his battery will not maintain a charge. We are trying to help expedite his replacement surgery.